Event description:
On (B)(6), 2005, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6), 2012, a computed tomography revealed a distal type I endoleak from the patient's right common iliac artery. Aneurysm sac enlargement of approximately 3.5cm was noted. On (B)(6), 2012, the patient was implanted with a gore excluder aaa endoprosthesis contralateral leg component on the right side to treat the endoleak. Another contralateral leg component was implanted on the left side as a preventative measure. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted and related to this event: (B)(4).